Event description:
An error 40, which is associated to defib failure - charging circuits, was reported to philips healthcare for the heartstart l defibrillator. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.